Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products stockert 70 system (model# m-5463-01 serial# (B)(4)), carto 3 system (model# m-4800-01 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4)

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the ablation, the patient became hypotensive and a tamponade was confirmed. A pericardiocentesis was performed and yielded an unknown amount of fluid. Patient outcome has improved. The physician did not provide causality opinion. A transseptal puncture was performed with st. Jude medical brk extra long needle. Sheath used was st. Jude medical agilis medium curve. No steam pop occurred during ablation. It is unknown when the tamponade occurred as it was discovered by anesthesia for low blood pressure; however the tamponade could have happened before the patient's blood pressure dropped. There were no error messages observed on any biosense webster equipment during procedure. Medical history includes atrial fibrillation and previous tamponade. Generator was set on power control mode at 40 watts. Irrigated catheter set on 30 ml/min. The power was not titrated during ablation. The patient received anticoagulants during procedure which was maintained at an unknown range. The patient was on eliquis prior to procedure. It is unknown if any hospitalization was required.